Manufacturer narrative:
The subject device was returned, evaluated, and as noted in b5 - the unit had foreign material coming out of the distal end. Based on the results of the investigation, and the condition of the returned device, a definitive root cause for the reported failure mode could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, it was discovered that the olympus gastrointestinal videoscope had foreign material coming out of the distal end of the scope. There was no patient involvement during this event.